Event description:
The customer reported being hospitalized with low blood glucose of 58mg/dl. The customer stated that the cause of his admission was treating hid low blood glucose with too many carbohydrates. The customer stated that when he got in the car and his blood glucose was 66mg/dl and had glucose tablets and fruit juice. When the customer measure again it went up to one unit. Then he decided to suspend the insulin pump and drink more juice, but his sugar level went down to 58mg/dl. Then he had a granola bar and five or six glucose tablets. The customer believes the insulin pump was delivering too much insulin. The customer stated that he was sweating and his blood pressure was 80/60 EKG. The customer requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.